Event description:
The surgeon attempted to insert a three piece silicone lens model aq2010v. The lens haptic broke prior to insertion. The reporter stated there was something wrong with the lens and there was no issue with the cartridge or injector. The lens was not inserted, but the cartridge had patient contact. There was no patient injury.